Event description:
It was reported that the patient presented to the emergency department (ed). It was noted that the patient had placed a significant amount of tape on the driveline due to tears in the silicone sheath. The patient had known phase to phase of their driveline. Log files captured driveline faults throughout the event history, indicating the green wire may be broken. Related manufacturer report number: 2916596-2022-11574.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section b5: the patient's known driveline short was reported under manufacturer report number 2916596-2019-05472. Manufacturer's investigation conclusion: review of the submitted log file confirmed driveline fault alarms. Based on past experience with the heartmate ii (hmii) left ventricular assist system (lvas) and similar reported events, these findings appear indicative of an issue with the driveline; however, wire damage could not conclusively be confirmed as heartmate ii lvas, serial number vad-19765, was not returned for evaluation. Superficial driveline damage was confirmed through the evaluation of the submitted photos. There were 2 photos that were submitted by the account. One showed rescue tape applied to a portion of the driveline. There was a cut in the outer jacket that was visible from underneath the tape. Figure 2 showed that a larger portion of the black power cable was revealed with slimy, green material oozing from underneath the silicone. In the other, driveline could also be seen covered in rescue tape. Through the evaluation of the submitted photos, superficial driveline damage was confirmed. Evaluation of the submitted log files revealed that yellow wrench advisories associated with 240 driveline faults were captured throughout the log file which were silenced. These driveline faults appeared to result from an issue with phase 1. All other phases did not appear to contribute to the fault. The pump remained above the low-speed limit and appeared to be functioning as intended. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate ii lvas, serial number vad-19765, and the patient continued to experience more driveline faults on 14sep2022 (manufacturer report number 2916596-2022-14023). No product is available for investigation. The relevant sections of the device history records for vad-19765 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) (rev. C) and the heartmate ii lvas patient handbook (rev. C) are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Furthermore, section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.